Event description:
Essure was implanted in 2008. Pt has been having irregular bleeding and went to operating room on (B)(6) 2018 for evaluation with hysteroscopy. The essure coils were noted to have migrated in to the uterine cavity and were removed at time of surgery. Ultrasound in (B)(6) 2018 showed they were in proper position.